Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer found that auxiliary drawer 5 had failed. The engineer logged into the hardware testing application and observed that the latch sensor was indicating open when the drawer was closed. The engineer checked for the magnet and initially felt as though it was missing. After removing the insep, the magnet was found to still be present. The latch sensor was checked and felt secure; however, after removing the hard stop, the engineer found that the sensor was not seated properly. The sensor was reseated and successfully tested in both the hardware testing application and the medstation application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed. User rebooted and recovered storage space, but issue persist. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.